Event description:
The physician was attempting to use a protégé everflex self expanding stent to treat a mid-artery severely calcified lesion in the sfa with little tortuosity. The lesion was 50-60 mm with 99% stenosis. The artery diameter was 5-6.5 mm. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. A 6 french sheath was used with no embolic protection. The vessel was pre-dilated multiple times using 4mm, 5mm and 6mm pta balloons and a 5mm scoring balloon. The physician was met with resistance during advancement. It was reported that the lock pin was not loosened and the stent became stuck in the target lesion. Stent was eventually deployed, but when the physician attempted to remove the catheter, the tip broke off. The tip embolized at the target lesion. The device did not pass through a previously deployed stent. Multiple attempts were made using catheters and sheaths to remove the detached tip, however it remains in the patient. Patient¿s status was reported as fine.